Event description:
It is reported that the pt presented with pain. Upon review of x-rays, it was seen that the stem had fractured. As a result, the pt was revised.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.